Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. Pump received with missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the user noticed missing piece at retainer ring. Troubleshooting was done for damage. Customer stated the insulin pump had neither been bumped nor dropped. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.